Event description:
I was implanted with mentor breast implants three years ago. In the last four months, my health has slowly declined. I have been diagnosed with gerd, ibs, adenomyosis, have had multiple tests for heart issues due to irregular heartbeat/rate, swollen lymph nodes, and worsening psoriasis.